Event description:
Unable to remove the foley catheter after balloon was fully deflated.we reviewed the issue with the manufacturer and were told that we should not be inflating/deflating the balloon prior to insertion, which we were doing. We sent instructions to the nursing floors to discontinue the practice of inflating/deflating prior to insertion. We contacted the company and were told that the problem was that the foley should not have been inflated prior to insertion, which was a common practice with earlier catheters.